Event description:
It was reported that the patient implanted with an artificial urinary sphincter device experienced recurring incontinence. It was noted that the device had worked well for a few weeks following implantation, but then the device stopped working. During the revision surgery, the physician noted that the pressure regulating balloon still had a full 23cc of saline inside. As a result, the physician determined the cuff was not functioning properly. The cuff was explanted, and a new cuff was implanted. A cystoscopy performed after the surgery showed that replacing the cuff appeared to solve the issue. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with an artificial urinary sphincter device experienced recurring incontinence. It was noted that the device had worked well for a few weeks following implantation, but then the device stopped working. During the revision surgery, the physician noted that the pressure regulating balloon still had a full 23cc of saline inside. As a result, the physician determined the cuff was not functioning properly. The cuff was explanted, and a new cuff was implanted. A cystoscopy performed after the surgery showed that replacing the cuff appeared to solve the issue. No further patient complications were reported.